Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI; upn: m365sc2408560; model: sc-2408-56; serial: (B)(4); batch: 7078226/7078289. Product family: scs-lead fixation-MRI; upn: scs-lead fixation-MRI; model: sc-4319; batch: 30128474.

Event description:
It was reported that the patient had a bad reaction to anesthesia during an implant procedure. It was stated that patients symptoms were due to patients old age and the doctors surmised it was due to compressing her airway by being prone. It was not device or procedure related and no device malfunction suspected. The procedure was aborted, and nothing was implanted. The patient was doing well postoperatively. All opened and used products were discarded and will not be returned.